Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient, coincident with dianeal pd4 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On an unreported date in 2011, the patient experienced peritonitis. The cause of the peritonitis was the break in aseptic technique. Treatment medication was not reported. On an unreported date, the event of peritonitis resolved. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the break in aseptic technique was unknown. It was not reported if the dianeal therapy continued. The nurse stated that the peritonitis was not related to the dianeal pd4 ultrabag solution. A causality statement was not provided for the break in aseptic technique.